Manufacturer narrative:
Concomitant medical products: product ID 3986a-25, lot# 0208261420, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 37082-40, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the patient had not been receiving effective therapy for their occipital condition since implant on 2014-05-06. High impedances were present at the time of implant and were still present. The patient was programmed to 7+ 5-, and the electrode configuration had not been changed since implant. Impedances on the following electrode pairs were greater than 10,000 ohms: 0 <(>&<)> 4, 0 <(>&<)> 5, 0 <(>&<)> 6, 0 <(>&<)> 7, 1 <(>&<)> 4, 1 <(>&<)> 5, 1 <(>&<)> 6, 1 <(>&<)> 7, 2 <(>&<)> 4, 2 <(>&<)> 5, 2 <(>&<)> 6, 2 <(>&<)> 7, 3 <(>&<)> 4, 3 <(>&<)> 5, 3 <(>&<)> 6, and 3 <(>&<)> 7. All other electrode pairs showed normal impedances. Additional information indicated the patient was receiving effective therapy.